Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The wrench was freely inserted into the device properly.

Event description:
It was reported during the procedure that the device was attempted, but not used as the set screw would not hold the lead. The device was not implanted. No patient complications have been reported as a result of this event.